Event description:
Boston scientific crm received info that this atrial pacing lead had moved and was being repositioned. During the procedure, the physician was not able to retract the helix and could not get venous access. Atrial thresholds were tested and were good with the pacing system analyzer (psa). When the lead was connected to the device, no p-waves could be measured. The field rep and physician believed they were capturing and pacing the atrium with the psa. The field rep planned to try another programmer. The lead remains in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.